Event description:
81 year old female patient suffering from displaced intracapsular fracture of right femoral neck was admitted to surgery for right hip hemi-arthroplasty. After pre-liminary surgical procedure, site was prepared for installation of prosthesis. Methyl methacrylate bone cement was mixed and implanted in medullary canal of femur with cement gun. Harris stem was then implatned. As the methyl methacrylate began to cure, anesthesiologist reported c02 concentration, 02 concentration and blood pressure dropped, heart stopped. All attempts to revive failed. Surgeon said cardiac arrest occurred within one (1) minute of introduction of cement.